Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving baclofen (1330mcg/ml at 525mcg/day) and fentanyl (2000mcg/ml at 789.5mcg/day) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that there was a cut in the pump segment of the catheter below the sutureless connector that occurred during surgery to move the pump from the abdomen to the flank. The hcp then replaced the segment with a new catheter segment and the issue was considered resolved. The patient's status was alive - no injury. No patient symptoms were reported and no further complications were reported or anticipated.